Manufacturer narrative:
A medtronic representative went to the site to test the system. Found door switch pushed out of its housing in bracket. Was able to reassembled and adjusted to work properly. Re-homed system with success. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when closing the gantry, it appeared to be closed, but the pendant was still showing door open. This was a demo system and the representative was just doing the tracker verification. The representative tried to invalidate home and rehome the system, but the system would get stuck at tilt and not go past. Likely because the door was still sensed as being open. Technical services had the representative applied pressure to the sidewall covers to try to engage the door switches, but that did not work either. There was no patient present.